Event description:
Clinical trial #2008005. It was reported that two days following a coronary artery stenting treatment procedure, the pt experienced chest pain. The index procedure identified and treated one 3.0x15mm, 100% stenosed lesion of the proximal lad (left anterior descending) with a 3.0x20mm express2 stent resulting in 0% residual stenosis. While the pt remained hospitalized after the index procedure, he experienced chest pain. A diagnostic catheterization was performed and found the stent to be patent. However, an intraventricular thrombus was also observed and was treated medically. The pt was discharged five days following the index procedure and is reported to be doing well with no recurrence of chest pain.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.